Event description:
Information from intl. Clinical trial database. There was a thromboembolic event during the coil-occlusion of the second aneurysm (a1). The patient was within the phase of excessive vasospasm 12 days after initial bleeding, one day after a rebleeding. After application of a 6 mm coil into the aneurysms, the coil must be retracted. We think that during this maneuver the thromboembolic event occurred. After this the occlusion of the aneurysm with a 5 mm coil was uneventful. Some branches of the distal mca territory were reduced in perfusion. No specific treatment was initiated. Coils used: model number: x-5-15-t10-md, product name: nexus multi diameter csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. European registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.